Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and ¿gif/cf/pcf-190 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The image had shadows due to damage on the charged coupled device unit. In addition to the foreign objects found in the air/water tube and cylinder, other evaluation findings are as follows: switch1 and switch2 had a cut; the air/water cylinder and the suction cylinder had no color; the grip was shaved; the scope connector cover unit, the plug unit, and the scope connector case unit were corroded due to water leakage; the image had a partially dark area due to a crack on the objective lens; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the image guide protector was damaged; the light guide bundle had breakage; the light guide lens was cracked; the bending tube was deformed; there was a scratch on the connecting tube; and water could not be supplied due to clogging of the jet tube in the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had opacity on its camera lens. There was no report of patient harm. The device was returned, evaluated, and foreign objects were found in the air/water tube and air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation